Event description:
Patient's continuous infusion of calcium gluconate found leaking at tubing exit from syringe. On inspection, crack noted in tubing. Immediately removed and new medication ordered. Infusion was vol of 80 mls at 20 mls/hr. Infusing less than 1 hr. Patient had delay in receiving medication; no long term harm.